Event description:
Booklet says sensor can be up to 20% off. For more than 9 months, sensor has been >20% inaccurate 90% of the time. Pt stopped using device, then restarted. Sensor is now off 100% of the time. Pt received false high and low results. Pt lost consciousness in street and went into a coma. Pt states "does somebody need to die before they take this off the market?" MFR sends new sensors to fix problem. Recently, customer was told that there was nothing else that could be done to helping me by the MFR. No calibration error was given by the pump during inaccuracies.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.